Event description:
It was observed that during the device evaluation, the flex video scope had foreign objects inside the air/water nozzle, light guide lens has a crack and the adhesive around light guide lens is peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, we could not conclusively specify the root cause of the foreign material remained in the device. The malfunctions light guide lens has a crack and the adhesive around light guide lens is peeled is cause trace to a stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.